Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head and cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup & head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints have been identified for the head. Similar complaints have been identified for the bhr cup. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Based on the provided information, the elevated cobalt and chromium levels may be consistent with findings associated with metal debris. However, the x-ray report of the acetabular cup being in 55º of inclination may have resulted in the patient¿s reported pain, mechanical/grinding symptoms. Without supporting post-primary and pre-revision radiographic images, lab/pathology reports and/or the analysis of the explanted components, the source of the reported findings cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. Based on the available information, a root cause of improper loading has been selected due to the poorly positioned acetabular cup. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels and pain.